Manufacturer narrative:
Investigation of this case revealed no confirmed device malfunction based on available information. It was concluded that the cause of the hyperglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a long-standing type 1 diabetes user experienced hyperglycemia while using the ilet bionic pancreas, stating the pump was not delivering insulin and noting concern about short screen timeout duration. Symptoms included elevated blood glucose. Outcomes included inconvenience and dissatisfaction with therapy performance. Investigation included user education and troubleshooting.